Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks to patient due to atrial fibrillation (af) with rapid ventricular response (rvr). Discussion with physician was held in order to determine if programing changes needed to be applied. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was created to correct the following: e. Initial reporter. 1. Name and address. H. Device manufacturers only. 6. Adverse event problem in component code.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks to patient due to atrial fibrillation (af) with rapid ventricular response (rvr). Discussion with physician was held in order to determine if programing changes needed to be applied. No adverse patient effects were reported.